Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results. A reporter/patient reported blood glucose results of "29.9 and 9.9 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specification and was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.